Event description:
Customer called to report having an excessive amount of "no delivery" alarms. It was stated that the device alarmed for no delivery even with the reservoir removed. An attempt was made to test the rotation of the leadscrew but again the no delivery alarm was activated. It was indicated that the device had not been dropped, bumped, or exposed to any moisture.